Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. Establishing a relationship between the reported event and the device. Visual inspection of the returned device noted, missing inlet o-ring. Functional evaluation revealed, that there was a leak in the suction at the inlet, due to the missing o-ring. Also, there was "warning- low vacuum" error message, due to the leak. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a missing component. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was returned due for preventative maintenance, failed preventive maintenance displaying the message "warning low vacuum". No patient involved.